Manufacturer narrative:
A bhr cup (part 74120156, lot 50943 serial no. (B)(4) ) and the bhr femoral head (74121150, 51620, serial no. (B)(4) ) was received for investigation. It was reported that hip revision surgery was performed due to metallosis. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Visual inspection was carried out on the returned devices. A wear patch was observed on the bearing surface of the bhr head. Visual evidence of edge wear was noted on the bhr cup. Wear analysis was performed to review linear wear on the bearing surface of the bhr head and bhr cup. The wear images identified a wear patch on the bearing surface for the head, and a wear patch on the bhr cup that indicates edge loading. The maximum linear wear for the head was 152.6¿m. The maximum linear wear for the cup was 362.5¿m. The maximum combined linear wear on the bearing surface was 515.1 ¿m. Based on historic wear data, after approximately 13 years in vivo, the measured combined linear wear for this device is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. The available medical documents were reviewed. The devices were difficult to be removed. The laboratory retrieval analysis showed the position of wear on the acetabular cup shows that edge loading has occurred. Without additional information about the patient, the surgeries, the values of the elevated metal ions and x-rays to assess the implant fixation and position, further investigation and description of the reported findings cannot be performed but the demonstrated edge loading can result in higher rates of wear and metal debris and can be from incorrect positioning of the cup but this positioning cannot be concluded as well cannot be determined if it migrated from implantation position vs error in implantation position. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at aurora and are available for return upon request.

Event description:
It was reported a revision surgery from bhr devices was performed due to metallosis. Initial surgery was performed approximately 13 years ago. Patient presentend elevated ion levels.